Event description:
Customer reported he was caught in the rain and since then he has been having issues with the insulin pump. Customer's blood glucose was 102 mg/dl. Customer stated the device had a blank display immediately after the device was exposed to moisture. Customer states the device has a constant tone. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.